Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels of over 600 mg/dl. The customer declined troubleshooting for the high blood glucose. The customer stated that she went to her healthcare provider the day prior, did a complete set changed, and reset the insulin pump. The customer said that the cause of the high blood glucose was tension. The customer mentioned having diabetic ketoacidosis three months prior, but the customer was not on insulin pump therapy at the time. The customer stated that she would call back the next day if she need assistance with the sensor. Nothing further reported.